Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and prolapsed posterior mitral leaflet. Two mitraclip xtw clips were implanted without issue. On (B)(6) 2023, it was observed that one of the implanted clip had caused a tear on one of the leaflets. On (B)(6) 2023, a closure device was implanted to treat the torn leaflet. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be due to procedural conditions. Furthermore, the reported patient effect of tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.